Event description:
It was reported that while the ventilator was connected to a patient, it was set to the standby mode by the hospital personnel in order to perform a medical procedure. After the procedure, they forgot to restart ventilation. After about 10-15 minutes the patient monitor indicated that the oxygen saturation of the patient was low, with a desaturation level of 60%. Ventilation was restarted after this discovery, and the patient's oxygen saturation level rose back to normal. The final outcome for the patient was no injury. (B)(4).